Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular (rv) lead could not be extended even with an excessive number of turns. The physician also noted a weird "bend" close to the rv coil. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a tear. If information is provided in the future, a supplemental report will be issued.